Manufacturer narrative:
Analysis of the pump on (b(6)2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication. The stall was due to the shaft bearing. As per the pump's log. The following medications were being administered at a samp[le continous dose rate as of (B)(6)2017 fentanyl with concentration 5,000.0 mcg/ml at a dose rate of 2,452.9 mcg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 14.717 mg/day, dilaudid with concentration 20.0 mg/ml at a dose rate of 9.811 mg/day, and clonidine with concentration 400.0 mcg/ml at a dose rate of 196.23 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving fentanyl (concentration 5000 mcg/ml, dose 2000 mcg/day), dilaudid (concentration 20 mg/ml, dose 9.809 mg/day), bupivacaine (concentration 30 mg/ml, dose 14.713 mg/day) and clonidine (concentration 400 mcg/ml dose 196.17 mcg/day) via an implantable pump. The event date was (B)(6) 2017. The patient reported increase in pain and the physician assumed motor stall. There were no factors that may have led or contributed to the issue. No diagnostics were done per the company representative. On this report date the pump was explanted and would be returned. The issue was resolved and patient status at the time of this report was ¿alive ¿ no injury¿ no further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated to reflect that an adverse event and a product problem were reported. If information is provided in the future, a supplemental report will be issued.